Event description:
Complainant alleged that during the incoming inspection of the product, the device would not allow pacer output to be adjusted. The complainant indicated that there was no pt involvement in the reported failure.